Event description:
It was reported that unspecified broviac catheter had two lumens snap off and leaked. The following information was provided by the initial reporter: it was reported rn observed one of the two lumens of the broviac central line snap off. Verbatim: patient sitting in wagon. Rn picked up patient to remove from wagon and place in bed. Upon lifting patient, rn observed one of the two lumens of the broviac central line snap off. Patient was returned to bed and central line assessed immediately. IV infusions (ivf, pca, antibodies) were stopped at this time . Patient broviac line was then clamped with sterile gauze to top bleeding. Physician called to bedside. Peds surg paged to assist with broviac repair. Repair was completed in treatment room. Antibodies had to be completed/restarted at 2000 that evening to ensure patient received daily dose.

Manufacturer narrative:
There are multiple locations where this unspecified device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that unspecified broviac catheter had two lumens snap off and leaked. The following information was provided by the initial reporter: it was reported rn observed one of the two lumens of the broviac central line snap off. Verbatim: patient sitting in wagon. Rn picked up patient to remove from wagon and place in bed. Upon lifting patient, rn observed one of the two lumens of the broviac central line snap off. Patient was returned to bed and central line assessed immediately. IV infusions (ivf, pca, antibodies) were stopped at this time . Patient broviac line was then clamped with sterile gauze to top bleeding. Physician called to bedside. Peds surg paged to assist with broviac repair. Repair was completed in treatment room. Antibodies had to be completed/restarted at 2000 that evening to ensure patient received daily dose. D.1. Medical device brand name: unspecified broviac catheter d.2. Medical device type: unknown. D.2. Common device name: intravenous catheter. D.3. Medical device manufacturer: becton dickinson (franklin lakes). D.4. Medical device catalog #: unknown. D.4. Unique identifier (UDI) #: unknown. G.1. Manufacturing location: becton dickinson (franklin lakes). G.4. PMA / 510(k)#: unknown. H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 11 april, 2021. Medwatch report # mw5103033 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o had two lumens snap off and leaked. The following information was provided by the initial reporter: it was reported rn observed one of the two lumens of the broviac central line snap off. Verbatim: patient sitting in wagon. Rn picked up patient to remove from wagon and place in bed. Upon lifting patient, rn observed one of the two lumens of the broviac central line snap off. Patient was returned to bed and central line assessed immediately. IV infusions (ivf, pca, antibodies) were stopped at this time . Patient broviac line was then clamped with sterile gauze to top bleeding. Physician called to bedside. Peds surg paged to assist with broviac repair. Repair was completed in treatment room. Antibodies had to be completed/restarted at 2000 that evening to ensure patient received daily dose.